Event description:
We received the following information from the site: the site reported that the continuum pump became disengaged from the bracket and was drawn to the magnet. There was no injury.

Manufacturer narrative:
Bayer service visited the site and determined that the retaining pins on both brackets of the two pump systems were broken. The system was taken out of service. The pump system is subject to a class ii recall z-1673-2014 for issues with the bracket retaining pins; the site had been notified of this recall on 04/30/2014. The site was sent three written notices regarding the recall and received two phone calls prior to this event occurring and no response was received from the site. Product analysis has reviewed the complaint record and analysis steps and concluded that the cause of the reported incident was insufficient pump retention due to a broken bracket pin. The site was advised of safe use instructions that provided pin inspection criteria and a functional check to ensure pump retention is maintained. The site elected to use the pump system in a degraded state despite standard operation manual warnings and the safe use instructions provided in the recall package. New brackets and safe use instructions have been received by the site.